Event description:
Olympus medical systems corp. (Omsc) was informed that during cleaning of the subject device with oer-6, something like black liquid came out when the user wiped the tip. There was no report of patient injury associated with the event. On (B)(6), 2021, omsc judged that it was reportable event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The reported black liquid could not be confirmed. There was a hole on the bending section and air leak occurred. The manufacturing record was reviewed and found no irregularities. Since there was a hole on the bending section, it was presumed that moisture had entered inside and it flowed out with the member inside the insertion part.